Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 5912244. No sample was made available from our customer, but the balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. In parallel, the specific trend is monitored regarding the silicone balloon issue.

Event description:
According to the available information, the balloon to the catheter had ruptured and the catheter was hanging out not able to drain urine from the bladder. Another catheter was used.